Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a total shoulder replacement procedure, the central peg broke-off of the glenoid trial into the patient's joint. Surgeon had to use a 2.0 drill bit to make small holes around the broken pieces in order to retrieve them. Reporter had no further details at this time. Male patient. Follow-up investigation: no unretrieved fragments remained in patient. As soon as the surgeon went in with the 2.0 drill the broken piece came out. The face finished normally and without further issue. Procedure was a right total shoulder replacement. Device and broken piece were discarded at facility and are not available to return for evaluation.